Event description:
One touch ultra meter was reading inaccurately high with control solution. He obtained control solution results of 129, 128, 130, and 136 mg/dl. The pt received no medical treatment at the time of concern. The customer care rep walked the pt through 2 consecutive control solution tests, which fell outside of the specified control solution range. Based on the failed quality control tests, there is an indication that the product malfunctioned. The meter and test strips were replaced.